Manufacturer narrative:
(B)(4): we were unable to evaluate the lens because the surface was covered with a dark surgical residue. (B)(4).

Event description:
It was reported that the surgeon noted a scratch on the aq5010v three piece silicone lens and after it was inserted into the eye. The lens was removed without any pt injury. The reporter stated the damage to the lens occurred while loading.